Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08720 inches. No over delivery anomaly or under delivery anomaly noted. Device uploaded properly using carelink. There was no normal bolus amount programmed for 13.0 units in the formatted history file. The long trace file list data from 3/6/2019 to 3/27/2019. Unable to determine if the customer manually programmed and delivered the 7.5 or 12.95 unit boluses listed above. However, the unit was programmed with multiple test boluses and monitored. All boluses delivered properly and were recorded properly in the daily history screen. Device was also monitored for 1 day. No unexpected bolus delivery anomaly noted during testing. No bolus anomaly or history anomaly noted during testing. Hardware low-level failures was present in the insulin pump trace download due to broken trace at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device had minor scratched display window, scratched case, faded serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. (B)(4).

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump delivered a bolus that they had not programmed on (B)(6) 2019. The customer¿s blood glucose level was 329 mg/dl at the time of the incident. On (B)(6) 2019 they noticed that a bolus they delivered was not included in the daily history but showed a higher amount of insulin had been delivered. Troubleshooting was not completed. The insulin pump will not be returned for analysis.